Event description:
It was reported that the customer spilled 300 units of insulin when the plunger popped out from te reservoir. The customer was able to change it out but stated he felt he should have been getting more insulin and his blood glucose was high. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.